Event description:
This is a spontaneous case report received from a other health professional via regulatory authority ((B)(6)) in (B)(6) on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014; the lot number used was c28941. During the placement procedure, in the operating room, the essure placement in left fallopian tube failed. The insert was released and attached at tubal level but device broke despite appropriate manipulation, device was left in place due to risk of fallopian tubes damages. The patient was to be seen in 3 months. The product technical complaint (ptc) investigation and final assessment were received on (B)(4) 2015. The bayer reference number for the ptc report is: (B)(4). Final assessment the reported lot number c28941 was considered invalid by rqu (responsible quality unit). Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking during the procedure is an anticipated event. Medical assessment this product technical complaint was initiated due to a reported product quality issue. Additionally, a usability issue was reported. No medical events were reported at this time. A valid batch number was not reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect and noted that the possibility of micro-insert breaking during the procedure is an anticipated event. As no medical events were reported, an assessment of relatability is not applicable. Device similar case listing: the list of similar cases contains essure reports received by bayer with similar events coded in (B)(4). In this particular case, a search in the database was performed on (B)(4) 2015 for the following meddra preferred terms: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these (B)(4) pts. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure essure placement in left fallopian tube failed. The insert was released and attached at tubal level but device broke despite appropriate manipulation. The reported events were considered non-serious. Device breakage is unlisted according to essure's reference safety information, while the other event is listed. However, according to product technical complaint (ptc) analysis, the possibility of micro-insert breaking during the procedure is an anticipated event. Single cases of essure breakage have been reported, mainly during difficult insertions/removals. In this particular case, a product technical analysis will be requested for further evaluation; nevertheless since the events occurred in association with essure placement procedure, causality with the suspect insert cannot be excluded. This case was considered an other reportable incident as although device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No follow-up will be pursued since this is a health authority case.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.